Event description:
It was reported that the needle was blocked and was unable to deliver medication with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported the needle was blocked.

Manufacturer narrative:
H.6. Investigation summary: customer returned (2) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported needle blocked. Both returned samples were examined and the following was observed: -1 sample with a bent non-patient end (npe) cannula. -1 sample with a straight npe cannula and patient end (pe) cannula; this sample was observed to have a hooked pe cannula. As both samples were returned after use, the likely cause of the bent npe cannula and hooked pe cannula is user error during use of the pen needles. The sample with straight npe and pe cannulas was tested for flow using a test pen injector: the sample was unable to expel properly. A wire test was then performed on this sample: the wire passed through the length of the cannula, however, a small, clear residue was observed at the tip of the wire. Under the microscope the residue was identified as residual silicone from the manufacturing process. No investigation by the manufacturer (dun laoghaire) is required as the silicone residue was already identified and removed from the sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failures. The possible root cause for the needle clog: some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was blocked and was unable to deliver medication with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported the needle was blocked.